Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -15.0/5.0/59 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. Reportedly, "the doctor probably did not position lens correctly." Cause of the event was user error.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5 - lens was explanted on 12 dec 2022 and problem was resolved. Patient is happy. Claim#(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).